Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had corrosion at the battery connection, and in the battery compartment. The epg was found to be not working, and was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis summary: analysis was able to confirm the customer comment of corrosion. The battery drawer shorting bar is corroded. Rate and atrial encoder nuts loose. All six case screws are contaminated. Errors in log. A. Main printed circuit board is out of specification (electrical). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned for service.